Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fh drawer position five on the auxiliary cabinet failed. A field service engineer replace both controller boards. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system aux drawer 5 is not detected on communication bus. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.